Event description:
Heart catheterization was performed, no ischemic vessels noted. Considering patients continued hypotension, impella cp support was initiated. The first and second placement attempts were unsuccessful as the device did not sit properly within the patients anatomy (left ventricle). After removing a second time, the device was tested and flushed. It did not perform as expected. The device d/c'd from the field and removed in place of a second device. The device then was advanced and performed as expected.